Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of an inguinal hernia and an umbilical hernia. A bard "marlex" mesh and a ventralex st were implanted to repair the hernia defects. (B)(6) 2016 - the patient underwent an additional surgery to repair the inguinal hernia defect and remove the marlex mesh. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left inguinal hernia, umbilical hernia and underwent open repair with implant of meshes on (B)(6) 2015. Per operative notes, "a small direct defect medially in the inguinal canal was cleared and the area was covered with a bard flat mesh (device #1). It was attached to the shelving edge of the inguinal ligament inferiorly and to the conjoined tendon superiorly. Then a defect was noted beneath the umbilicus. A small ventralex st mesh with straps (device #2) was placed into lumen and sutured.¿ (B)(6) 2016 - patient was diagnosed with left groin nodule with mesh granuloma and underwent open left inguinal hernia repair with partial removal of bard flat mesh (device #1). Per operative notes, "the mesh with a large amount of adherent scar tissue was identified. The palpable nodular area was a large scar granuloma that had formed around the lateral aspect of mesh. This was dissected and scarred mesh remnant (device #1) was removed from the body. Had a direct defect previously laxity of the floor and a primary hernia repair would be required. The mesh had been divided sharply with a small remnant, still adherent to the shelving edge of the inguinal ligament inferiorly. Therefore, this mesh remnant (device #1) was sutured to the conjoined tendon superiorly. This covered the floor and repair was adequate." (There was no mention of ventralex st (device #2) during the procedure). Attorney alleges that the patient had hernia recurrence and left groin nodule with mesh granuloma.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of bard flat mesh, patient was diagnosed with hernia recurrence, granuloma, adhesions, scar tissue and underwent partial removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.addendum#1: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date.based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of bard flat mesh, patient was diagnosed with hernia recurrence, granuloma, adhesions, scar tissue and underwent partial removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification.addendum#2: h11: this supplemental emdr is submitted to correct the information in 'relevant tests and lab data' and 'other relevant history'.updated fields: b4, g3, g6, h2, h10, h11corrected fields: b6, b7note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of an inguinal hernia and an umbilical hernia. A bard "marlex" mesh and a ventralex st were implanted to repair the hernia defects. (B)(6) 2016 - the patient underwent an additional surgery to repair the inguinal hernia defect and remove the marlex mesh. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left inguinal hernia, umbilical hernia and underwent open repair with implant of meshes on (B)(6) 2015. Per operative notes, "a small direct defect medially in the inguinal canal was cleared and the area was covered with a bard flat mesh (device #1). It was attached to the shelving edge of the inguinal ligament inferiorly and to the conjoined tendon superiorly. Then a defect was noted beneath the umbilicus. A small ventralex st mesh with straps (device #2) was placed into lumen and sutured.¿ (B)(6) 2016 - patient was diagnosed with left groin nodule with mesh granuloma and underwent open left inguinal hernia repair with partial removal of bard flat mesh (device #1). Per operative notes, "the mesh with a large amount of adherent scar tissue was identified. The palpable nodular area was a large scar granuloma that had formed around the lateral aspect of mesh. This was dissected and scarred mesh remnant (device #1) was removed from the body. Had a direct defect previously laxity of the floor and a primary hernia repair would be required. The mesh had been divided sharply with a small remnant, still adherent to the shelving edge of the inguinal ligament inferiorly. Therefore, this mesh remnant (device #1) was sutured to the conjoined tendon superiorly. This covered the floor and repair was adequate." (There was no mention of ventralex st (device #2) during the procedure). Attorney alleges that the patient had hernia recurrence and left groin nodule with mesh granuloma.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an inguinal hernia and an umbilical hernia. A bard "marlex" mesh and a ventralex st were implanted to repair the hernia defects. On (B)(6) 2016 - the patient underwent an additional surgery to repair the inguinal hernia defect and remove the marlex mesh. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.